Manufacturer narrative:
Patient weight: unknown/ not provided. Ethnicity: unknown/ not provided. Event date: unknown/ not provided. Implant date: unknown, information not provided. If explanted, give date: not applicable, as the lens remains implanted. (B)(6). The intraocular lens (iol) is not returning for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a tecnis toric intraocular lens (iol) was implanted and the lens rotated 20 degrees which was viewed at the 1-month postoperative review. The patient was re-admitted to the operating room to reposition the lens in the correct axis. The patient outcome was not provided. No further information was provided.